Event description:
It was reported that the patient with this inflatable penile prosthesis presented with a device that would not deflate. A revision surgery was performed, during which the physician confirmed that there was no air in the device, the pump bulb did not stay flat, and no hole was found in the components. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.